Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A representative later reported that there was a miscommunication within the office, and there was never an issue. It was reportedly a mistake on the office¿s end.

Event description:
It was reported that telemetry confirmed that a critical alarm occurred. The alarm was due to ¿stopped pump may exceed tube set¿ message. The cause of the event, patient symptoms, interventions/treatment, troubleshooting/diagnostics, final patient outcome, and drug information was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.